Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. The implantable cardioverter defibrillator was nearing elective replacement indicator (eri), so a device vibration test was performed to give the patient an example of the device behavior at eri. The device provided no vibratory response. No intervention was performed and the patient will follow up with the clinic regularly to monitor for eri. The patient was in stable condition.